Manufacturer narrative:
Per the customer, there have been no other complaints from pts or staff. The complaint was reviewed by the lumenis safety committee and it was determined that this was an isolated incident and field service evaluation of the quantum system is not indicated. The ophthalmologist stated that the staff members vision is fine following the incident. Root cause appears to be unusual sensitivity to ipl light mitigation is avoidance of ipl light. The customer stated to lumenis that the physician was not present at the time of the staff member's ipl treatment. The MFR recommendeds additional training by the lumenis clinical spec to emphasize the importance of med oversight of med device procedures.

Event description:
Incident reported to lumenis in 2006. Staff member reported red, bloodish, irritated eyes, with photosensitivity and difficulty focusing following second ipl to face two days later. The customer reported that the staff member wore occlusive pt goggles during the ipl treatment. The staff member saw an ophthalmologist who diagnosed photophobia and irritation and prescribed 4% prednisone eyedrops four times per day. The ophthalmologist stated that following the incident, the staff members vision is fine. Per the ophthalmologist, the staff members appears to be unusually sensitive to ipl light and should avoid performing ipl procedures at the worksite. Per the ophthalmologist, the staff member is also not a candidate to receive ipl treatments due to her unusual sensitivity to ipl light.